Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) after approximately 36 months of implant, due to a charge time of 19.5 seconds, while at a battery monitoring voltage of 2.65 v. No adverse patient effects were reported as a result of this observation. The device was successfully replaced, and returned for analysis.

Manufacturer narrative:
(B)(4). Yielded jaw. The analysis found that the (B)(4) device was received in good visual condition. Further inspection found that the jaws had become yielded causing the clips to be ejected and making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position. The excessive application of torque to the jaws, when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a 'lag. Galle' procedure, directly after opening, the clips fell out of the reload. The surgeon opened a second ligaclip for the surgery. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.